Manufacturer narrative:
This product was manufactured in switzerland and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -14.50/+2.5/087 diopter, in the patient's right eye on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity. The lens was exchanged for a longer lens and problem was resolved.

Manufacturer narrative:
Additional description: patient's post-op uncorrected visual acuity was 20/13 as of 04/21/2016. Device evaluation: lens was returned dry in lens case/vial. Visual inspection found that the haptic was broken. (B)(4). Corrected data: (B)(4).